Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damaged retainer ring on the insulin pump. Customer's blood glucose level was unknown. Customer advised the black rubber ring came out and the reservoir was not secure. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window. Unable to verify battery cap cracked or damage due to pump received without the original battery cap. No labeling anomaly noted.